Event description:
It was reported that device detachment occurred. An opticross peripheral was selected for use for intravascular ultrasound. During preparation, a catheter bend or break was noted. The procedure was completed with another of the same device. No patient complications were reported.